Event description:
Pt received a sulzer medica -sulzer orthopedics, inc. Inter-op acetabular shell implant in 2000. In 2001, the implanted device was explanted. Pre-operative diagnosis was "failed left hip replacement due to lack of osteoincorporation of the acetabulum." The operative finding was "the acetabulum was not grossly loose but it was clearly imbedded in scar tissue only and it was removed without difficulty."